Manufacturer narrative:
Reporter is company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the torque handle was found to be out of drawing specification. The drawing specification is .63-.98. The torque tested low ¿ 0.483. The product has been quarantined and is available and is being returned. There was no patient involvement. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: device interaction/functional. Visual inspection: the uniplate cam tghtnr torq hndl (p/n: 289707000, lot #: km873406) was returned and received at us cq. Upon visual inspection, no issues were observed with the returned components of the device. Functional test: the functional test was performed at fsl owens & minor houston, tx site. During a routine incoming inspection of a loaner set, it was observed that 299707000, torque handle, lot number km873406 was found to be out of drawing specification. The drawing specification is .63-.98 nm. The torque tested low ¿ 0.483 nm. Can the complaint be replicated with the returned devices? Yes. Dimensional analysis: no dimensional inspection can be performed as the device failed in the torque test. Document/specification review: based on the date of manufacture all relevant drawings are reflecting the current and manufactured revision were reviewed. Depuy spine loaner set product-specific inspection and verification instructions. Complaint confirmed? Yes, the device received failed in the torque test. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the complaint device. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for uniplate cam tghtnr torq hndl was conducted identifying that lot number km873406 was released in a single batch. Batch1: lot qty of 72 units were released on dec 13, 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.